Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) in regard to patient receiving morphine via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. It was reported that the hcp erroneously bypassed the bridge bolus at a refill that occurred on (B)(6) 2015. The drug concentration was changed, but the hcp did not program the new concentration and a bridge bolus was not performed. The pump was used to infuse 1 mg/ml at 0.2060 mg/day, and new concentration was 1.3 mg/ml. The hcp planned to see the patient on (B)(6) 2015 to correct this programming. The current drug in the ttv (total tube volume) will not have been completely delivered, and the hcp will have to program a bridge bolus to the remaining amount of current drug. The flow rate at present was 0.2060ml/day or 0.0086ml/hr. It was discussed that the hcp will need to calculate the volume delivered and subtract that from the ttv of 0.319 ml and program a modified bridge bolus (single bolus) to the remaining amount of the ttv. Additional information received from the hcp on (B)(6) 2015 reported they were with the patient. It was reported that it had been 11.33 hours since the pump was updated. A single bolus was programmed based on this information. After the pump was update and the programming was confirmed, the hcp realized their timing was off since the pump was updated on (B)(6) 2015 and it had actually been 24 hours. The hcp canceled the single bolus and the calculations were confirmed based on a 24 hour time. It was discussed that ttv yet to deliver was 0.112 ml and a single bolus of 0.1456 mg over duration of 13 hours. While the hcp was attempting to program, a low programmer battery warning occurred. The hcp replaced the batteries in the programmer. The hcp again re-interrogated and reprogrammed the single bolus and attempted to update and again got a low battery warning on the programmer. The programmer batteries replaced. The pump re-interrogated and the single bolus was programmed successfully. No patient symptoms reported. The product serial number was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.